Event description:
The clinician reports the implant was inserted (B)(6) 2012 in ada 6. Details of surgery: ridge augmentation. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: swelling, abscess, fistula and inflammation. No further patient complications were reported.